Manufacturer narrative:
(B)(4). The reported caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. There was a crush caused by bending on the tip. Stretching and circumferential cracks that characterized tearing by tensile stress were observed proximal to the torn end of the tip. Lot history review revealed no anomaly relating to the reported event. There was one known similar event received from this lot (reported under MFR report #: 3003775027-2020-00162); tip separation occurred in the similar evet was attributed to the balloon of a concomitant exchange catheter. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the returned microcatheter. The applied stress would be localized and therefore exceed the product design limit likely when the tip was being caught and restricted its movement due to tortuous anatomy. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] ~ separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a percutaneous coronary intervention (pci) to treat a moderately calcified cto in the right coronary artery (rca) #2-3. An asahi suoh 03 guide wire was retrogradely delivered to the lesion from the left ascending artery (lad) via a septal channel. When the guide wire reached close to the rca but the microcatheter did not follow and would not go further from the septal. When the physician attempted to remove the microcatheter to replace with another asahi microcatheter, the tip of the microcatheter was found stuck. Further attempt to remove the microcatheter made its tip tear off. The physician decided to leave the separated tip in situ. There were no adverse patient effects associated with this event.